Manufacturer narrative:
Date of event is estimated date.

Event description:
It was reported that patient failed to charge ipg as recommended. The ipg was later deemed inoperable. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored postoperatively.